Event description:
Boston scientific received info that this right ventricular lead displayed intermittent loss of capture and a decrease in impedance measurements. During the lead revision procedure, the lead tested normally with the pacing system analyzer. However, when the lead was inserted into the device header, intermittent capture was noted again. Technical service was contacted and suspected microdislodgement. The lead was successfully repositioned and the clinical observations were resolved. The lead remains implanted. No add'l info is available at this time. If add'l info becomes available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.